Event description:
It was reported that during a laparoscopic gastric bypass procedure, babcocks were locked onto tissue. Other instruments had to be used to take the instrument off the tissue. Ratchet mechanism had to be broken. There was no pt consequence.